Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. Patient reported again the interstitial cystitis symptoms, the bladder was contracting and cramping, the burning sensations when voiding . Patient also stated that pain meds ran out so they felt it more but this was going on before the evaluation. On (B)(6) , patient noted that they were still hoping the evaluation worked for them, was not feeling the cramping but still felt abdominal pain. On (B)(6) , patient mentioned that they had been having headaches for the last two days. Patient also mentioned pain when urinating that goes down the pelvis . Patient was referred to contact the doctor. It was reported that patient had a rough night on (B)(6) , further stating that their arms , shoulders, fingers and toes were tingling from stimulation. And after patient turned stimulation down , those feelings went away. Patient also reported that their voiding urine was an average of 2.25 oz so patient felt still not completely emptying , and that the urine was a very dark color. Patient program was changed at the time of the report. On (B)(6) , patient reported that their right side of the body had tingling sensations, everywhere from hands, legs, arms and face but it was located on the right side. Patient stated it started about 2:30am . Tingling went away from stimulation was turned off and did not reoccur when stimulation was turned back on. Patient had stimulation at 1.2 when tingling was occurring. Patient was changed to program 3 and felt stimulation at 1.1. Patient stated again that they had stimulation felt in shoulders, arms ,hands and toes, had bladder cramping and low abdominal pain when they stood up. Patient turned stimulation off for 45minutes. On (B)(6) , patient reported that batteries were depleted in the external neurostimulator (ens). Patient was advised to contact the doctor for batteries. Patient also reported discomfort from stimulation when increased. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the retention was developed during the trial evaluation. No further complications were reported.